Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii and seroma-late.

Event description:
Patient reported against right side capsular contracture and "difference in size". Healthcare professional additionally reported right capsular contracture as baker grade ii-iii and "peri-implant fluid". The device remains implanted.